Manufacturer narrative:
As no further information concerning this report has been received, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (v-tachy mode to other than monitor + therapy). The local representative and the clinic nurse were notified. A request has been made to the field for additional information.

Event description:
Subsequently, boston scientific received information from the clinic charge nurse that this device's tachycardia mode feature was intentionally deactivated per physician's order. The patient is terminally ill.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.